Event description:
Info received indicates, the pump delivered below normal accuracy.

Manufacturer narrative:
Investigation is still in progress. A follow up report will be filed when more info is available.